Event description:
A user facility reported that the lma was inserted by the anesthesiologist into the pt's airway after induction. The crna assisting the anesthesiologist adjusted the lma tube and the tube broke off from the balloon into the crna's hand. The balloon remained lodged in the oropharynx of the pt. An emergency tracheostomy was performed to maintain an open airway and oxygen saturation. The anesthesiologist was able to remove the lma with mcgill forceps. The pt's airway and oropharynx were examined under anesthesia and it was determined no remaining pieces of the lma remained. An endotracheal tube was inserted into the pt's airway and the tracheostomy was closed. The pt was stabilized and transferred to the post anesthesia care unit for further observation. The pt has recovered completely and there were no residual sequelae. It was unknown at the time of this report if the user facility will be returning the lma for eval. If additional info is obtained a follow-up MDR report will be submitted.